Manufacturer narrative:
The 510(k) reference in the report pertains to the currently cleared device; however, device implanted in this (B)(6) study subject in september 2011 predates de novo approval in 2013. Device not returned.

Event description:
A participant in an (B)(6) study was initially treated on (B)(6) 2011 and opted to receive additional implants under the same protocol on (B)(6) 2012. On (B)(6) 2012, participant withdrew consent and exited the study without completing his 12-month visit, citing dissatisfaction with result. Four years later, on 8 august 2016, the patient contacted our office to inquire about follow-up and stated that since exiting the clinical study, has had procedures to remove stones. The treating physician's office confirmed that on (B)(6) 2014, the patient underwent a procedure to remove a urethral stone, and on (B)(6) 2016, the patient underwent a procedure to remove a bladder stone. It is reported in the (B)(6) study that stone formation is a known risk of the urethral lift procedure. During bladder stone removal on (B)(6) 2016, a bladder biopsy revealed presence of bladder cancer that was not reported as related to the stone. Patient is being followed under the normal routine care of his physician.